Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy during post-operative cleaning of another pair of bipolar maryland forceps (sn (B)(6)) incurred the same broken and fraying wire issue. It was removed and replaced with a new instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
H2) correction: b5, d1, d10, e (facility name, street 1, city, region, country, postal code, fax number, phone number) h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws. Drive cable three was frayed. Part of the white plastic pulley was disengaged and not returned. The puck was displaced on the side of the disengaged piece. Functionally, the jaws were not manipulated due to the observed cable damage. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. The total use time was one hundred and sixty-one minutes with a use count of three. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative to a robotic laparoscopic total hysterectomy procedure, during cleaning of the bipolar maryland forceps, incurred a broken and fraying wire issue. It was removed and replaced with a new instrument to complete the procedure. There was no patient injury.